Event description:
It was reported that the pt underwent posterior occipital cervical fusion from oc to c5. Approx three weeks post-op, the pt was hospitalized with unspecified infection symptoms. The pt underwent emergency I & d (incision and drainage) four to five days later for suspected cerebrospinal fluid (csf) leak at the occipital plate level. The source or cause of the infection is unk at the time of this report. A follow up report will be sent if additional info is received.

Manufacturer narrative:
The cause of the infection was not provided. The product is sold non-sterile. With the available info, a cause or contributing factor cannot be identified. This report is being submitted for notification purposes.